Event description:
PICC placed 09/06 to proximal svc position. First documented problem 09/11 "no blood return". Reteplase ordered a floor rn to instill. On (B)(6) problem noted "no blood return" reteplase ordered c and r on (B)(6) showed PICC tip at level of left brachiocephalic. Since pt receiving tpn/vanco, it was decided to replace PICC. When left pick discontinued, cath was noted to be ruptured at 18 cm mark and 31 cm mark. Red lumen bulging at 18 cm. White lumen ruptured and leaking at 18 cm. At 31 cm site weakened but not leaking. When flushed with idml syringe. MFR #2183502-2004-00069.